Event description:
It was reported that the patient was experiencing inadequate pain relief. X-rays showed his spinal cord stimulation (scs) leads migrated. The patient underwent revision procedure wherein the leads were replaced. The patient was doing well postoperatively. The explanted leads were discarded per facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn:(B)(4). Model: sc-2218-50 serial: (B)(6) batch: 7154318 UDI: (B)(4).